Event description:
The pt has a history of a cardio-vascular accident which occurred after surgical repair of an "av" malformation. The pt was implanted with a synchromed pump and catheter in 1999 for intrathecal infusion of lioresal for intractable spasticity. On 5/27/1999, the hcp noted drug extravasation. A catheter contrast study was performed, which revealed catheter misplacement. The pt underwent a catheter revision in 1999. Pt was noted to have a postoperative left occipital hemorrhage on angiogram. Condition improvied during hospitalization and pt was discharged without sequelae.